Manufacturer narrative:
The complaint investigation for falsely elevated architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of retained reagent kit of the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 46064ud00 did not identify any non-conformances or deviations. The overall performance of architect total ss-hcg reagents in the field was reviewed using data from customers worldwide and suggested that the performance is acceptable median value of the complaint lot is below established limits. A low median value is an indicator of good specificity performance. Additionally, accuracy testing of the architect total ss-hcg assay has been evaluated with a retained in-house kit of the same lot number 46064ud00 and met all specifications, confirming that this lot is meeting the architect total ss-hcg product requirements. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total ss-hcg reagent lot 46064ud00 was identified.the following sections have been corrected to reflect the current contact (B)(6): g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office postal code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The patient was repeated and was negative. The following data was provided: initial result = 1729.69 miu/ml repeat result = <1.2 miu/ml no impact to patient management was reported. Per q-22-01-015, edition 007, a verified false positive b-hcg result is reportable. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The patient was repeated and was negative. The following data was provided: initial result = 1729.69 miu/ml repeat result = <1.2 miu/ml no impact to patient management was reported. Per q-22-01-015, edition 007, a verified false positive b-hcg result is reportable. No impact to patient management was reported.